Event description:
These systems were removed due to complications caused by twiddler's syndrome (two sets of leads were twiddled out) as stated by the oos. Associated with these were: linox sd 65/16, MDR 1028232-2007-00319, one day in 2007. Corox otw 75, MDR 1028232-2007-0321, two weeks in 2007. Setrox s 45, MDR 1028232-2007-00323, two weeks in 2007. Linox sd 65/16, MDR 1028232-2007-0322, approx four months in 2007. Setrox s 45, MDR 1028232-2007-0318, approx four months in 2007.